Manufacturer narrative:
The reported events of suspected lead damage and oversensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
Source: this product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that episodes of oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.